Manufacturer narrative:
Approximate age of device: 3 years, 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient experienced an abnormal speed drop without any proceeding visual or audible alarms. The account reported no further alarms. Upon interrogation at the clinic, the patient's backup battery was found to be drained and was replaced. Log file analysis noted a pump stoppage event due to a driveline disconnect, the pump was supported by batteries during the time. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted system controller log file confirmed the occurrence of a pump stoppage event caused by a disconnection of the driveline. The submitted system controller log file contained approximately 56 days of data from (B)(6) 2019 ¿ (B)(6) 2019 and showed that a pump stoppage was recorded on (B)(6) 2019 from 11:37 am ¿ 11:40 am, which appeared to have been the result of a physical disconnection of the driveline. Along with the active driveline disconnected alarms, both power cables were removed from power during this pump stoppage. The events appeared consistent with the report that the patient attempted a system controller exchange and then ultimately connected the driveline back to the original controller. Following reconnection of the driveline, the pump resumed normal operation for the remainder of the log file. Information provided indicated that the patient was doing well and did not experience any reoccurring issues since reconnecting the driveline back to her original controller. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The heartmate ii lvas IFU and patient handbook warn that disconnecting the driveline from the system controller will result in a loss of pump function. These documents also provide detailed instructions on how to exchange the system controller and warn that failure to adhere to the provided instructions on how to exchange the controller may result in serious injury or death. In addition, the IFU and patient handbook outline all system controller alarms and the appropriate actions associated with each alarm condition. No further information was provided. The manufacturer is closing the file on this event.